Event description:
The surgeon was opening a sponge with his hands and holding the bovie pencil with his 3rd, 4th, and 5th fingers with the tip of the handpiece flipped back towards himself to keep it from tangling with the sponge. The cautery pencil was activated without pushing the button. The doctor touched his gown on accident, a hole burned through the gown. He was not hurt or touched by the pencil.

Manufacturer narrative:
The instructions for use states the following: safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.